Event description:
It was reported that a user experienced intermittent signal loss between a dexcom g7 cgm and the ilet device, after which the cgm spontaneously reconnected and glucose values became visible. Symptoms included no reported adverse physiological effects. Outcomes included no impact on blood glucose control and no need for medical intervention. Investigation included customer support troubleshooting and education performed remotely. Investigation of this case revealed that the connection issue resolved during the call and could not be replicated, with no device failure confirmed. It was concluded that the event was consistent with transient communication disruption without clinical consequence.